Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 220 mg/dl and a sensor glucose level of 69 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications. Unable to confirm adhesive anomaly due to sensor returned opened/used.unable to perform or reproduce skin irritation in lab.